Event description:
On (B)(6) 2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent a total shoulder replacement due to severe pain or disability from disease or injury of the glenohumeral joint resulting from traumatic injury of the glenohumeral joint. The date of the procedure was not provided. On (B)(6) 2023, the healthcare professional (hcp) reported dislocation or instability and loosening of the humeral component (confirmed radiographically) due to implant wear off and loss of fixation or instability of a univers revers fracture adapter shoulder prosthesis. The hcp mentioned that the loosening of the humeral component due to implant wear off and loss of fixation or instability was probably unrelated to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event.